Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) and a manufacturer representative, regarding the patient who was implanted with an implantable neurostimulator (ins) for 'non-responsive rectum', fecal incontinence, and gastrointestinal/ pelvic floor. It was reported that starting the day before yesterday they were constipated so thought they could tweak it to get more stim. The pt said every time the pt tried to increase the handset said: it said cannot increase, it is max capacity. They tried several times but they kept getting the same message: they had normally been using program 4 at 1.6 but the day before yesterday could not go higher. They tried program 2 but could not go past 0.4. When patient services asked if the pt had any falls or traumas, the pt answered in the winter, they had a fall, they crashed into a tree sledding down a hill, flipped off and landed on their hiney. After the accident, stimulation was working fine until day before yesterday.  The pt recharges every 2 weeks. They had an MRI on feb 17th but everything worked fine at that time. Patient services worked with pt to use their equipment to check if their other programs got the message about increasing. This resulted in: program 3 pt got the message: "system operating at maximum capacity cannot increase" at 0.3 and pt got the same message on programs 5 at 0.5, and on 6 at 0.8. On program 6, the pt said they can feel it in their left foot, patient services r viewed general interstim education regarding: stim/ therapy info. The pt said they kind of liked feeling sensation around perinium and anus when they tried program 3 several months ago they felt a pulse around the left side of their anus. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Later that day the manufacturing representative called regarding the issue.  The rep repeated information that the patient had tried all of the available programs and was getting the same message. Technical services reviewed information about oor with the caller. The caller was going to follow up with the patient and md.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient had an appointment scheduled for (B)(6) 2021. The cause of the max settings was unknown, but thought to the impedance. On (B)(6) 2021, technical services received a call from the rep. The caller was with the patient and they reiterated information about the accident in february, reaching "maximum output" around 0.5 ma and ins was depleting quickly. The caller checked impedances today and all pairs were over 4k ohms except for c-3 which was 712 ohms. Technical services (ts) reviewed that without viable programming options, the lead will likely have to be replaced. Ts discussed intra-op testing of the lead to confirm that issue is with the lead as oppose to ins. Ts reviewed that it was likely that the ins wouldn't need to be replaced but it was up to the hcp. Ts reviewed that the caller could attempt programming on c-3 but it is unknown how patient would feel stim or if it would be affective. Technical services reviewed that the rep could use an ens to test the lead for motor response intra-op.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the accident in february was the patient fell off of a sled. On (B)(6)21 they ran impedances in the office and there was an electrode that they used to try to program around it because the patient did not want to get a revision. The cause of the high impedance was not known, but was thought to be due to lead breakage from falling off of the sled. The device was still in use, there wasn't going to be a revision at this time. They planned to try the only program available for now but patient knows her options to get a lead revision.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.